Event description:
Event description cpi received information that during the routine replacement of this patients implantable cardioverter defibrillator (ICD)(1600), a sensing problem was identified with a chronic endotak transvenous defibrillation lead (0062). Attempts to loosen the (0062) lead from another (ICD)(1725) resulted in a broken wrench. A fracture was identified in the (0062) lead above the pocket and below the rib cage. A completely new system was implanted.

Manufacturer narrative:
Event conclusion this lead (0062-002139) was returned to cpi on 7/7/1997. Lab analysis shows: the lead was returned severed. One section was returned, length= 615. Lead insulation damaged. Removed a suture which was tied directly to the trilumen insulation, without the benefit of a suture sleeve 275mm from the terminal pin. The trilumen insulation is abraded through to the distal high voltage dbs cable 275 mm from the terminal pin, due to the suture coupled with movement. Damage caused by suturing directly to the lead.